Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report numbers 1627487-2019-11921, 1627487-2019-11924, 1627487-2019-11925. It was reported that during a pocket revision (related manufacturer reference number 1627487-2019-11930) the physician noticed that patient¿s leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. Effective stimulation was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.